Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation impossible. Customer indicated that the procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. On (B)(6) 2013, macro striae was identified on the right eye (od). Lift and stretch was performed on (B)(6) 2013. Bandage contact lens (bcl) placed od post lift and stretch. On (B)(6) 2013, visual acuity sans correction (vasc) was 20/25 od and 20/20 left eye (os).